Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm followed by a motor error alarm. Customer's blood glucose was 430 mg/dl. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received no motor error alarm and no unexpected excessive no delivery alarm. The insulin pump passed the motor test. No e70 alarm on alarm history screen. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube thread and cracked reservoir tube lip.